Manufacturer narrative:
Product event summary: performance data was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst noted there is a fracture in the svc conductor in vivo at 23.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
4968-35 x 2 leads implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the high voltage lead displayed over-sensing, high impedance, and questionable fracture. It was also reported that both pacing leads displayed noise. The leads were removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was also reported the fifty eight centimeter defibrillation lead displayed high impedance and there was a suggestion of fracture. The lead was removed, replaced and no patient complications have been reported as a result of this event.